Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath (clear) was selected for use. During procedure, the sheath was prepped in the standard fashion of flushing the dilator, flushing the sheath, wetting the dilator, wetting the valve before gently inserting the dilator into the sheath completely. The physician got access transeptal with torflex and nrg and exchanged for the faradrive before attempting to insert the octaray mapping catheter. After the faradrive was advanced across the septum and into the left atrium, the dilator and wire were slowly removed. A syringe was connected to the sheath for its initial aspiration and flush and air was being introduced through the valve while aspirating, blood bleeding could also be seen. Ack slowly through the valve indicating there was an issue with the valve. No air went into the patient. The sheath was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Leak testing was not performed as leakage was observed from the handle while preparing the sheath. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. Internal hemostatic valve deformation due to prolonged dilator insertion during transportation or device storage.

Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath (clear) was selected for use. During procedure, the sheath was prepped in the standard fashion of flushing the dilator, flushing the sheath, wetting the dilator, wetting the valve before gently inserting the dilator into the sheath completely. The physician got access transeptal with torflex and nrg and exchanged for the faradrive before attempting to insert the octaray mapping catheter. After the faradrive was advanced across the septum and into the left atrium, the dilator and wire were slowly removed. A syringe was connected to the sheath for its initial aspiration and flush and air was being introduced through the valve while aspirating, blood bleeding could also be seen. Ack slowly through the valve indicating there was an issue with the valve. No air went into the patient. The sheath was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.